Manufacturer narrative:
(B)(4). Same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l18020 and h13a06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient is recovering from the event.

Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to a break in aseptic technique due to a touch contamination. However, the devices involved in the incident were unknown. It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused the peritonitis event. On the same day as occurrence, the patient began treatment with 1.5 grams of vancomycin ip once every 4 days (lot not reported). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.